Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had recurring low battery alert and battery failed alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed and battery failed alarm kept recurring. The customer declined a replacement battery cap. The insulin pump will be returned for analysis.